Event description:
The patient contacted animas alleging that the pump was intermittently not responding to pressing of the ok button. The patient also alleged that the ok button was peeling and was not feeling normal. The patient described the button as not feeling lined up correctly. The patient denied any exposure of the device to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.